Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to noise on the right ventricular lead was observed. The patient did not receive high voltage therapy but ventricular fibrillation events were binned before a return to sinus rhythm. The lead was capped (B)(6) 2018 and replaced. The patient was not dependent on the device for normal function and was stable following the procedure.